Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella xxx for mechanical circulatory support. The physician was unable to advance the 13-centimeter sheath during placement, the impella was removed and flushed, then a .25-centimeter sheath was successfully placed. The patient reportedly woke up and bent his leg and bleeding started, the knee was immobilized, the patient sedated and femostop placed. Reportedly the impella pulled into the aorta and the physician was unable advanced back through the aortic valve, the patient was then returned to the catheterization laboratory and a .16 french sheath was placed due to the bleeding. A new impella was placed. No further information is available.

Manufacturer narrative:
No product was returned. The cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access per IFU 0048-9007. The cause of the access site bleeding issue was most likely due to patient movement per clinical information. Impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer as noted in the impella IFU: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.